Manufacturer narrative:
Evaluation summary: the device returned with the stylette and sheath loaded. It was not possible to remove the stylette. The device returned with a detachment at the guidewire entry port 26.5cm distal to the distal tip. The material at the detachment site was torn and jagged on both sides. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent segments. Slight deformation was evident to the distal tip. The inner lumen patency was not verified due to the detachment and the stylette being stuck in the device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4).

Event description:
The physician intended to use a endeavor resolute coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the mid right coronary artery exhibiting 79% stenosis. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent could not pass through the lesion. The physician completed the procedure with an endeavor resolute drug eluting stent of the same size. It was also reported that the physician believe that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury. The device had a detachment of components and this was identified on analysis.